Event description:
It was reported that there was a broken lead. The lead had been tightened down in the lead holder during a stage 1 surgery which had bent the lead and has caused it to fracture. The lead was removed and a new lead was implanted without problems. The patient was not injured and there had been no negative outcomes as a result. The lead would not be returned.

Manufacturer narrative:
(B)(4).